Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged stage 4 lung cancer while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experience event of stage 4 lung cancer from the device. There was no medical intervention required by the patient. The reported event and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on june 07, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging devolved stage 4 lung cancer related to continuous positive airway pressure (CPAP) device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed an unknown dust contamination on the blower, and blower box, inlet of blower box. Pil observed what appeared to be water spots from liquid ingress on blower and the blower box. Evidence of sound abatement foam degradation/ breakdown was not observed. . The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam, the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer was unable to confirm the presence of degraded sound abatement foam and was unable to directly address the patient's symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.